Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive, cine hard disk drive and gpos (general purpose operating system) cpu assembly and evaluated and replaced. The system was tested and found to be working as intended and returned to service.